Event description:
Patient crowning during delivery and physician used kiwi vacuum cup. Vacuum placed on baby's head. Unable to get any suction after 3 attempts. Vacuum removed. Episiotomy incision made to assist delivery. Baby was fine. Packaging was destroyed.